Manufacturer narrative:
(B)(4). Date sent: 5/7/2020. Batch #t5cm1e. The analysis results showed that one ecr45w cartridge reload was received. The reload was received unfired with 32 missing staples along the pockets. In addition, the retainer was not returned for analysis. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It possible that handling by the customer could have led to the reported condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The photo shows a white cartridge partially fired halfway with four staples protruding. Based on the photo alone, the event described is confirmed, however, no conclusion or root cause could be determined.

Event description:
It was reported that during a video-assisted thoracoscopic surgery for lung cancer, the ecr45w would not fire. After removing the reload, it was noted that some staples were protruding. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.